Event description:
A center director reported prior to a cataract extraction with intraocular lens implant procedure, the footpedal was having intermittent problems. Surgery was completed with an alternate system and footpedal with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with cfr 803.56 when add'l reportable info becomes available. (B)(4).